Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise is occurring in the image. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the noise in the image component failure. The customer reported malfunction was not confirmed, and a cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited image is overall blurry. The issue occurred during inspection for use. There were no reports of patient involvement.